Event description:
The user facility reported an impella 5.5 on a patient as bridge to advanced therapies, left ventricular assist device or orthopedic heart transplant (oht). During 5.5 support the patient had increased ectopy with movement. Echo position was slightly deep 6.5cm, however, there was no decision to reposition. The patient was on p7, flows 4. Left radial arterial ultrasound was performed to assess for pseudoaneurysm after bleeding from 7-day old arterial line site. Echo again showed impella measuring around 6.5cm from av annulus, pulled back to 5.7cm. In addition there was bleeding from axillary impella site with extravasation around the graft. The patient continues on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.